Manufacturer narrative:
The service engineer replaced the controller printed circuit board (pcb). Product analysis: a controller printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. When the test ventilator was powered on it failed the power on self-test (post). An investigation was performed and the product analysis technician reported the root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use that the 740 ventilator restart failure alarm was generated. Although requested it is unknown if the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The device didn't stop ventilating.